Event description:
It is reported that the articular surface was revised due to infection.

Manufacturer narrative:
Evaluation summary: it is unclear when the device was implanted. An articular surface of a different size and thickness was inserted in its place. It is unclear why a different size and thickness articular surface was used as a replacement. Device history records indicate all components were manufactured and inspected to specification. The part was returned, however, dimensional verification could not be performed since it was autoclaved before its return. The part exhibits damage on the condylar surfaces and signs of wear on the distal surface. This MDR was indentified during an internal review to meet reporting requirements and therefore is being filed late.